Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, a curved opening, and missing (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp opening on the radius and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on the radius assessed as an unidentified (tear) opening, and missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Patient also reported "immune system shot", "three weeks in bed/fourteen hours per day sleeping", "nausea", "dizzy", "exhaustion", and "weakness"; these are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Patient also reported "immune system shot", "three weeks in bed/fourteen hours per day. Sleeping", "nausea", "dizzy", "exhaustion", and "weakness"; these are not device related. Device remains implanted.